Event description:
A customer reported that the cassette gets blocked when the irrigation/aspiration mode was turned on during surgery. The cassette was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. (B)(4).